Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was used from 07/06/2016 to 08/01/2016 (26 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. . To reduce the mechanical friction between layers as well as between the air-side layer and the stabilization ring, membrane layers are coated with graphite powder. Both sides of the air-side layer and the middle layer, and only the inner side of the blood-side layer are coated with graphite. This report concerns the left excor blood pump of the patient. The right excor blood pump of the patient will be reported separately under MFR report no. 3004582654-2016-00026. Evaluation is currently in process at berlin heart (B)(4).

Event description:
Berlin heart inc. Clinical affairs (ca) was contacted by the site who reported that black particles were visible in the air chambers of the both excor blood pumps of a patient supported in the bivad configuration. Clinical affairs asked the site to send pictures of the blood pumps, which were reviewed and seemed to confirm the sites report. Ca recommended that both pumps be exchanged. The exchange of the excor blood pumps was uneventful and the patient had no untoward effects.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial inspection, gray-black particle deposits were observed in the air chamber of the returned excor blood pump. No defects could be detected during this visual inspection. The blood pump was subjected to internal functional testing and the pump performance met its required pump performance specification. The excor blood pump was tested to observe if any more graphite abrasion or membrane damage could occur, using the clinical parameters used on the patient at the clinic. The pump was tested, in a mock loop for a period of 26 days, which corresponded to the number of days the pump was on the patient. Finally, pump was disassembled and individual membrane layers were examined for defects. Even after 26 days of testing, the abrasion could only be observed on the stabilizing ring or between the edge of the stabilization ring and the pump housing, and no additional abrasion was observed. At the end of the testing, the pump performance remained in accordance with the required specifications. All three membrane layers were found to be intact. The gray-black particle deposits are pu-solution residues that combined with graphite. Pu-solution is used to glue the upper and lower shell of the pump. It is highly probable that the abrasion was due to the presence of excess gluing material that was rubbed off by the relative movement of the stabilization ring during pump operation. No defect of the membranes was found. This report concerns the left excor blood pump of the patient. The right excor blood pump of the patient will be reported separately under MFR report no. 3004582654-2016-00026.